Event description:
Customer reported via email the following: product was in use with the patient, as the nurse hung her secondary infusion set, she noted backflow into primary. The primary was solution was 100ml of normal saline; the secondary was 100ml of normal saline with avastin added. No patient harm reported. No medical intervention required.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). Product evaluated and customer's report of back check valve failure was verified. The cause of the check valve failure is due to an acrylic particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the acrylic particle was not identified.